Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient was present for an elective device replacement procedure, lead noise and low lead impedance were observed. The lead was capped and replaced. The patient condition is good.